Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd microtainer® sst¿had clot and spin at rt after used for mice experiment had clotting and no serious injury medical intervention.